Event description:
The complainant has reported that a pt underwent therapeutic multiple band ligation for the treatment of esophageal varicies. It was reported that during the procedure, the first band was deployed unsuccessfully from the device due to the breakage of the trip wire. The procedure was successfully completed with an alternate multiple band ligator device with no complications. The pt's current status is reported as fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further details become available, a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time.